Event description:
Ous MDR - it was reported that after an unknown implant duration this pacemaker did not stimulate. No further details about the event are available at the moment. No adverse patient side effects were reported and the pacemaker was explanted. Only the event date was provided

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating a potential elevated current consumption. Therefore, the pacemaker¿s memory content was analysed confirming this observation. However, the remaining battery capacity amounted to 35%. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged capacitor resulting in the clinical observation. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.